Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the axle connected with fork had become warped and as a consequence the paint has flaked off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of d4 catalog #, serial # and h4 manufacture date deems required. This is based on the internal evaluation. Previous d4 catalog #: ard568446110c. Corrected d4 catalog #: ard568370900. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous h4 manufacture date: 07/13/2009. Corrected h4 manufacture date: 03/13/2009. According to the information provided by getinge technician, the issue was solved by replacing the affected part (ard568301131). Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does indicate that upon the event occurrence, the device was not being used for patient treatment. Issue was detected by getinge technician during the maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate. A root cause analysis was performed by subject matter experts. Unfortunately, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes . In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.